Event description:
During training by facility staff, the device displayed "defib disabled," "pacer disabled," and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.